Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed motor communication error alarm and replace battery now alarm. Customer's blood glucose was 13.2 mmol/l. Customer was advised to remove the battery for a while. Customer will not be returning the device for analysis.